Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2015-product analysis:the device was returned and evaluated by product analysis on 03/12/2015 with the following findings:the complaint was unable to be confirmed or duplicated with investigation. The display was functioning per specification. Unrelated to the complaint, the display lens was found to be worn and discolored. A pump case crack was discovered.